Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Device not yet received by manufacturer

Event description:
Patient identifier is (B)(6). According to the information received, an infection was reported. The patient used the cysto-care catheter insertion tray which contains sterile lubricant subject to the triad recall. Complaint stated the patient had autonomic dysreflexia attacks, elevated blood pressure and had to spend the night in the hospital on antibiotics to keep the infection under control.